Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the device was removed because the patient experienced a sudden loss of therapy. The patient recovered without sequela after the device was removed. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving bupivacaine (20mg/ml at 0.121mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and multiple back operations. It was reported that a motor stall occurred on (B)(6) 2018 at 17:33 and tube set occurred on (B)(6) 2018 at 17:33. It was unknown whether the patient had an MRI. The patient had increased pain in the knees. The device was explanted on (B)(6) 2018. There were no further complications reported at this time.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified residue in the motor gear train and wearing on the shaft of the gear or the rotor. - eval code-method 4118 no longer applies. Eval code-result 3233 no longer applies. Eval code-conclusion 11 no longer applies. If information is provided in the future, a supplemental report will be issued.